Event description:
Medication treatment after total hip arthroplasty due to diagnosed pain caused by stabilizing muscles at the left hip. This case was reported within a follow-up examination of a (B)(6) clinical study.

Manufacturer narrative:
[(B)(4)].